Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure code 814:04 was confirmed and duplicated during product evaluation. This condition was caused by a loose/disconnected air in line (ail) printed circuit board (pcb). The ail pcb was reconnected to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump that experienced failure code 814:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.